Event description:
This 30 yr old female underwent bilateral augmentation mammoplasty with implantation of silicone breast implants in 1983. The pt states the MFR of the implants is this co. The specific identifiers of the implants is not known to this reporting facility as they were implanted at another facility. The pt's chief complaint is contracture with burning sensation. Gross exam: both implants are labeled "j115". The right implant is ruptured while the left is intact.